Event description:
It was reported that dosing stopped on the ilet due to no connected continuous glucose monitor (cgm) or entered blood glucose (bg), and the user¿s previously inserted g7 sensor had likely expired and was not replaced until contacting support. The user did not have an available glucometer to manually check and enter bg level. The agent guided the user to insert and pair a new 15-day g7 sensor and advised the standard warmup, with no device component fault identified and the issue attributed to use of an improper procedure. No reported symptoms noting the user was unable to check bg levels. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not replacing an expired sensor within a timely mammer, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.